Event description:
It was reported that during the implant procedure, the lead dislodged multiple times. The physician elected to remove and replace the lead. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.